Manufacturer narrative:
Based on further investigation, the discrepant ca 19-9 results can be explained by the fact that different values may occur when using different ca 19-9 methods. This issue is described in product labeling. Clinicians should not compare single ca 19-9 patient results using different methods. The ca 19-9 assay meets product specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The physician is questioning the results from 1 patient sample tested for carbohydrate antigen 19-9 (ca 19-9) and carcinoembryonic antigen (cea). The physician indicates the ca 19-9 and cea results are elevated compared to the clinical status of the patient. Based on the data provided, erroneous results were generated for both ca 19-9 and cea. Comparison testing was performed between the customer's e601 analyzer, an e module analyzer at another hospital and a lumipulse method. The erroneous results were reported outside of the laboratory. The customer submitted the patient sample for investigation. Based on the data provided erroneous ca 19-9 results were identified between the e411 analyzer used at the investigation site and both the lumipulse results that the customer organized and the architect results that the investigation unit organized. Erroneous cea results were identified between the e411 analyzer used at the investigation site and the lumipulse results organized by the customer. This medwatch will cover ca 19-9. Refer to medwatch with patient identifier pt-(B)(6) for information on the cea erroneous results. Refer to the attachment to the medwatch for patient results. No adverse event was reported. The customer's e601 analyzer serial number was not provided. The e411 serial number used at the investigation site was (B)(4). The ca 19-9 reagent lot number used at the investigation site was 181925. The expiration date was not provided.